Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
A 3.5mm lcp posterolateral distal humerus plate, implanted to repair a distal humerus fracture, broke post operative. The plate was noted as broken at the elongated hole, was removed and another, longer, posterolateral plate was placed.